Manufacturer narrative:
This report is being submitted following a retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that an ilet user expressed concerns about rapid battery depletion and insulin running out overnight, and that training was delayed due to communication issues with the field team; the user reported charging the device every one to two days, and was educated to check insulin levels before bed and to charge daily. Symptoms included none. Outcomes included no clinical impact and no hospitalization. Investigation included complaint intake, user coaching on charging and insulin reservoir management, and notification to the field team. Investigation of this case revealed user-related factors consistent with suboptimal charging frequency and overnight insulin planning; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use environment.